Event description:
It was reported that this device was explanted due to advisory/recall per required. The device is no longer in service. No additional adverse patient effects were reported.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).